Event description:
A malfunction alarm labeled as "malf 12" was reported without any notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset instructions by technical support and successfully reset the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to reach out if any issues resurfaced.